Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the logs confirmed the failure occurred. The sensor interface board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit stopped mechanically ventilating during a case. The unit was swapped out and the case was able to continue. There was no report of patient injury.